Manufacturer narrative:
Submit date: 08/08/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. Upon evaluation on 07/29/2016, it was discovered that the unit's gearbox is bidirectional.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the gearbox was bidirectional. The unit was triaged and the reported issue was confirmed. The most likely cause of this issue is due to the shaft material that was used. Design enhancements were put in place to enhance the strength of the shaft material. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.